Event description:
It was reported that patient experienced stroke post procedure. The procedure was completed using a farawave 2.0 nav catheter and no complications observed during or immediately following the procedure. The clot was ruled out pre-procedure with intracardiac echocardiography (ice) guidance. Next day, the physician informed that during the patients overnight recovery, they experienced stroke. The physician stated the cause of the stroke was unknown. The patient is expected to fully recover.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed at facility). A supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith efforts to obtain additional information are in progress. If additional information received, a supplemental report will be filed.